Manufacturer narrative:
E1: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the lcd monitor had input/output port defect and serial digital interface(sdi) was out and did not recognize . There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction added to field: b5. Additional information added to field h3 and h6. The customer's allegation was confirmed. The device evaluation found that the serial digital interface (sdi) 1 out terminal of the circuit board was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it was surmised that the phenomenon occurred due to the damaged sdi 1 out terminal of the circuit board; however, the root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use.